Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has previously caused or contributed to patient injury. Device issue: separated guide wire. It was reported that the guide wire separated in two pieces outside the tuohy during advancement in the patient. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. There was a bend in the shaping ribbon, 3 mm proximal to the tipball. The tip coils were pushed distal from the center solder for length for a length of 1 mm. There were offset intermediate coils, .5 mm proximal to the center solder for a length of 1.7 cm. The guide wire was separated at the distal end of the hypotube. There was no core sticking out of the distal end of the hypotube. There was no adhesive noted on the core that was separated. There was no other damage noted to the guide wire. An attempt was made to advance the guide wire through a hole gauge with no resistance noted. This met manufacturing criteria. The tip was tugged on to confirm that the core and shaping ribbon were intact. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the guide wire hypotube joint had pulled part. The glue joint between the hypotube and the core had separated. Sem did not determine the cause of the separation, although there appeared to be adhesive present on the hpotube surface which suggests that the joint had been glued. It was also determined that at some point during the procedure, there was significant resistance between the guide wire tip and either the anatomy or another device. This was evident by the tip coils being pushed distally, the tip was bent and the intermediate coils were offset, which is typically the result of the guide wire meeting resistance. The root cause of the failure appears to be that the core was pulled against the tip resistance which separated the hypotube adhesive joint. The analysis could not determine if the hypotube joint failed prematurely, but it is more common to have the core fracture when exposed to tensile overload, than to have the glue joint separate. Also, although adhesive was found present using sem, the quantity of adhesive on the exposed glue joint surfaces appeared to be less than would be expected. The adhesive could break loose from the surfaces when the joint was fractured, but the combination of unusual failure mode and minimal adhesive being observed in the analysis opens the possibility that inadequate or minimal bonding was present. This is somewhat offset by the manufacturing process to 100% non-destructively pull test all hypotbue bonds to specification. The manufacturing record shows this test was completed. This MDR is considered closed by the product performance group.